Manufacturer narrative:
Literature citation: jihoon shim, kwanghyun lee, hunchul kim, byungjik kang, haewon jeong and chang-nam kang, "outcome of balloon kyphoplasty for the treatment of osteoporotic vertebral compression fracture in patients with rheumatoid arthritis." Mean age: 70 years( 70.7± 6.6 years); gender: 4 men and 19 female. (B)(4). (Cement extravasation). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that a total of 23 patients (31 vertebral bodies) with rheumatoid arthritis who received kyphoplasty for osteoporotic vertebral compression fracture and could be followed up for at least 1 year were examined. Reportedly, disc space cement leakage was found in seven cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.